Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction during service resulting in insufficient oxygen or fresh gas flow. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the failure did not affect ventilation and the device was able to switch to and enter alt o2 with continued flow. Therefore, there was no reportable malfunction.